Event description:
Report received from u.s.a. Stating that the device would not rotate or spin. This device was not used in surgery. It is unknown if there was any user or patient injury. No additional information is available. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the condition was confirmed. If any additional information should become available, this notification will be updated accordingly. (B)(4).